Manufacturer narrative:
The company representative examined the system and found a bad connection in the internal footswitch connector. The company representative reseated the cables to address the issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicated any additional similar reports for this system. The root cause was determined to be a bad connection in the internal footswitch connector. (B)(4).

Event description:
A nurse reported that the equipment displayed a system message and locked prior to a cataract/vitrectomy procedure. The pt was in the surgical room and had received peribulbar anesthesia at the time of the event. There was no harm to the pt, but the procedure was canceled.